Manufacturer narrative:
(B)(4). Date sent 2/19/2025. D4 batch #986c46. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damage and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. The returned device was tested for functionality with test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 986c46, and no non-conformances related to the reported complaint condition were identified. The lot#131d99 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional event information during the surgical procedure of vlp appendectomy, a technical problem with the blue reload was identified (ref.: 6r45b, lot 642c82. The equipment presented locking of the staples, making it impossible for the surgeon to complete the procedure with it. After the problem was verified, a device of the same model was used, but of a different lot (714c12), which allowed the continuity of the procedure without complications. Additional information was requested, and the following was obtained: 1. Is the current patient status known? Current status of the patient not known. 2. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? There was no occurrence with the patient during the procedure.

Event description:
It was reported that during an appendectomy the surgeon faced difficulty using the endoscopic stapler. The equipment presented intraoperative failure, with locking of the stapling mechanism, preventing its functionality. After the failure was verified, a product of the same model was used, but of different lot, allowing the completion of the procedure without additional complications.